Event description:
It was reported that arterial closure of the left common femoral artery was done using a prostyle device after a percutaneous coronary intervention procedure. Reportedly, a small dissection with a parietal hematoma and 65% stenosis was observed at the site of the prostyle suture. It was confirmed that the prostyle suture did not stitch the backwall of the vessel. No treatment was reported. A doppler control was done with good results and the patient is in good condition; however, remains hospitalized and will be monitored. A control scan to be performed at 8 days. The follow-up computed tomography (CT) scan was done and showed a slight dissection line still visible; however, there was no additional treatment and the patient is in good condition. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arterial closure of the left common femoral artery was done using a prostyle device after a percutaneous coronary intervention procedure. Reportedly, a small dissection with a parietal hematoma and 65% stenosis was observed at the site of the prostyle suture. It was confirmed that the prostyle suture did not stitch the backwall of the vessel. No treatment was reported. A doppler control was done with good results and the patient is in good condition; however, remains hospitalized and will be monitored. A control scan to be performed at 8 days. The follow-up computed tomography (CT) scan was done and showed a slight dissection line still visible; however, there was no additional treatment and the patient is in good condition. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion, dissection and hematoma are listed in the electronic prostyle instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.a3: gender added. B2: outcomes attributed to ae - required intervention was removed.